Manufacturer narrative:
The reporter's meter was returned for investigation. When examining the display, many segments are shown with a weak contrast. The investigation shows that the battery compartment is contaminated by a leaked battery and the circuit board is contaminated by penetrated liquid which affects the conductive rubber contacts. The contamination leads to the complained error. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The customer noted "a bit" of corrosion in the battery compartment and cleaned it. There was no blood contamination or disinfectant residue in the battery compartment or under the strip guide cover. The meter was requested for investigation.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer was resetting the meter after replacing the batteries. During the meter¿s countdown phase, the customer noted that 60 percent of the results field was faded. A display check was performed and segments were missing from the results field. The meter memory was checked and there were missing segments from the results field of the meter memory as well.